Event description:
While trying to advance the stent through the segment and trying to manipulate the stent, the guide wire appeared to catch on a piece of calcium broke at the tip in the patient's rca; coronary was perforated and blood flow was occluded. The patient was stabilized.